Manufacturer narrative:
As reported in a research article, electrical cardiometry in monitoring percutaneous closure of ductus arteriosus in preterm infants. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: electrical cardiometry in monitoring percutaneous closure of ductus arteriosus in preterm infants: a case study on five patients.

Event description:
The article, "electrical cardiometry in monitoring percutaneous closure of ductus arteriosus in preterm infants: a case study on five patients", was reviewed. The article presented a case study of a 92-day old female patient with extremely low birth weight (elbw) preterm, large patent ductus arteriosus (pda), prior infective endocarditis, prior sepsis, prior pneumonia, and bronchodisplasia. It was reported that on an unknown date, a 5-4mm amplatzer piccolo was chosen for implant to occlude a pda measuring 3mm wide and 13mm long. After device deployment, the patient experienced cardiac performance fluctuations over a course of 4 hours including heart rate (hr), stroke volume (sv), cardiac output (co), contractility index (icon), systemic vascular resistance (svr), and with increased blood pressure. These hemodynamic modifications preceded of about 5 min an increase in oxygen demand up to 95%. A decision was made to start the patient on a pharmacological treatment with milrinone at 0.3 mcg/kg/min. Blood pressure normalized and oxygen demand gradually decreased to 27%. The patient was extubated the day after with continued nasal continuous positive airway pressure (ncpap) for another 5 days. [(B)(6)].